Event description:
It was reported that during a routine follow up, the pulse generator exhibited a diagnostics anomaly. No patient symptoms were reported. The patient would be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.